Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension. Product ID: 3389s-40, lot# va0sqry, implanted (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had an open circuit of greater than 25,000 ohms on contact 3 and bipolar combinations involving contact 3. Fortunately, contact 3 was not being used for the patient's therapeutic settings. Patient had an ins replacement and the open circuit was present before ins replacement, and was still detected when the new ins was implanted. It was stated that impedance check was performed but no additional troubleshooting was performed. No further interventions were pursued by the doctor since contact 3 is not being used for therapeutic settings. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Concomitant medical products: product type extension; product ID 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the cause of the open circuit was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had bilateral implantable ne urostimulator (ins) replacement due to normal battery depletion. Prior to surgery, the devices were interrogated and the left ins had impedances >20,000 ohms on all combinations involving contact 3. The impedances remain unchanged with the new ins. There is no explanation for the high impedances. No troubleshooting was performed on the system other than impedance check. The patient and son were advised of the high impedances and that they cannot have an MRI. The patient was already aware of the potential open circuit on the left ins. The patient is not using the affected contact for therapeutic settings and is doing well with stimulation.